Event description:
It was reported to boston scientific corporation on september 18, 2007 that an ultraflex tracheobronchial stent was used during a bronchoscopy and stent placement procedure on a patient (age, gender and weight unknown) on five days earlier. According to the complainant, "during the procedure, the stent did not deploy. They pulled the suture to release the stent and it got stuck half way through the stent. It would not release. They pulled out the stent. They placed another stent and there was successful deployment. (This was) another of the same device with the same lot number. The patient died during recovery after the procedure. An autopsy was not performed, and according to the complainant, the patient's death was not attributable to the event.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available and the relationship between this device and the cause for this event is undetermined. A device history record review and product family complaint trend review are in progress; results will be provided in a follow-up medwatch report.